Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 650 mg/dl and dislodged from the infusion site. The patient experienced frequent urination and was not feeling well. The patient was prescribed humalog and treated with intravenous fluids and insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.